Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. Post procedure, on (B)(6) 2026, it was noted that the catheter had completely broken and migrated. Additionally, the patient had swelling in the neck. The catheter was removed on the same day. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo and two images were provided for review. The photo shows one x port attached to a catheter and one broken segment of the catheter. Cath lock was noted on the catheter and blood residues were noted on the port. Two x ray images show there is a port catheter in the right heart. In the right chest, there is the proximal portion of the catheter that is typically attached to the port. The port is not on the right chest attached to the catheter. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. Post procedure, on (B)(6) 2026, it was noted that the catheter had completely broken and migrated. Additionally, the patient had swelling in the neck. The catheter was removed on the same day. The current status of the patient was unknown.